Event description:
Alert: svc (superior vena cava) lead impedance warning on (B)(6) 2024.gradual increase in svc defib impedance noted with 2 isolated spikes; most recent on (B)(6) 2024.-see trend. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).